Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The subject device did not activate output for the coagulation while the bistoury worked well with other medical devices. There was no patient injury reported. No further information was provided. This is the report regarding the failure of the output.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The foreign material stuck to the distal end of the subject device. The resistance between the forceps cups and the plug of the handle was high. After removing the foreign material, there was no abnormality of the resistance between the forceps cup and the plug of the handle. The subject device worked. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the subject device was not connected to the cord or the cord was not connected to the power supply correctly. Also, it was known that the current density decreased due to increasing of contact area between the tissue and the subject device. The above device handling has warned in the instruction manual as follows. Insert the a cord jack into the plug and confirm that it clicks into place. Pulling the tissue when applying the current.